Manufacturer narrative:
(B)(4). Lock out. The following information was requested, but unavailable: the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed and intermittently fired clips. Another device was used to complete the case. There was no adverse consequence to the patient.